Manufacturer narrative:
G5: additional PMA / 510(k)#: bk050036. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, one patient sample exhibited elevated potassium levels. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd has not received any samples or photos for investigation. An excel file was received that detailed how many sites encountered the same defect. However, no potassium levels were provided. Factors that may contribute to erroneous results-potassium were evaluated through a clinical study. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, erroneous results-potassium, because the defects were not evident in the testing of the complaint lot samples. Replicates of both retention control samples were acceptable in terms of both precision and accuracy. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results-potassium. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® sst¿ blood collection tubes, one patient sample exhibited elevated potassium levels. No adverse impact was reported regarding the patient or user.